Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) to report contents of a cuvette, which consisted of reagent and patient samples, splashed into her eyes as she cut excess film from the cuvettes to empty waste on a dimension exl with lm instrument. The customer wore prescription glasses but did not wear a face shield at the time of the incident. A siemens customer service engineer (cse) was dispatched to the customer's site and replaced the capstan. The cse also adjusted the top seal and performed diagnostic tests and system checks, which recovered acceptably. Siemens further investigated the issue and determined that customer did not follow the instructions in the dimension® exl with lm / dimension® exl 200 integrated chemistry system operator's guide, which indicates "the cuvettes and the contents of the cuvettes may present a biohazard or chemical hazard. Follow standard laboratory procedures for protection from biohazards and chemicals when performing maintenance and troubleshooting procedures." Therefore, without proper personal protective equipment (ppe), potential exposure to biohazardous material is possible. The customer did not wear proper ppe (face shield) at the time of cutting the film from the cuvette to empty waste, which contributed to her exposure to contents of the cuvettes. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that contents of a cuvette, which consisted of reagent and patient samples, splashed into a technician's eyes as she cut excess film from cuvettes to empty waste on a dimension exl with lm instrument. Subsequently, the customer rinsed out her eyes at the eyewash station and reported the event to the employee health department. As a preventative measure, the employee health department administered her medication and drew lab work. There are no known reports of adverse health consequences due to the event.